Event description:
Dexcom's cgm readers don't always work perfectly or don't last the full length of days. I had gone through 2 sensors, one that had fallen off early even with using their over patch. And the second I could not get a reading possibly due to blood. They said I had already used my "goodwill replacements" and they would not replace the product. These are (B)(6) dollars for 9 sensors (3 months worth). And if you get a bad batch or the product is faulty, they will not replace it which leaves a diabetic without their continuous glucose monitoring which can result in hyperglycemia, diabetic ketosis, and death. Or. Hypoglycemia, seizure, diabetic coma, and death. Ref report: mw5162477.